Manufacturer narrative:
Further information from the reporter regarding event, and patient details has been requested. No additional information is available at this time. The events of "tumor", "swelling", and "convex seal" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site.

Event description:
Patient reported they were injected with 1 ml of juvéderm® volbella¿ with lidocaine in the nasolacrimal grooves. 3 weeks later, patient presented with "strong swelling under [their] right eye". "Taking antiallergenic drugs did not contribute to improvement, every day it got worse, up to the overhang of the upper eyelid". The injector treated patient with "dexamethozone and antibiotics augmentin". "The tumor was asleep, but there was a convex seal in the inner corner of the eye". "After 5 days, after taking medications, a tumor under the second eye began to form and there was swelling all over the face". Symptoms are ongoing.